Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. No accessories were included. No issues were noted. A functional evaluation was performed. A test battery was utilized. The device passed all functional tests. An analysis of customer provided image appears to show a shipping label for a container with dimensions at 20x15x5 that weighed 8.35 pounds. The reported failure was not verified and root cause could not be determined as the failure could not be duplicated upon investigation. Factors that may have contributed to this failure include issues during setup of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider's battery was not working during set up or inspection for an unknown procedure. There was a smith and nephew back up available. No injuries, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.